Event description:
A report was received that a pt was having a pain at his lead site and could have an infection. The pt's precision system was explanted.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.